Event description:
A patient reorted experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose result was a high reading and 278 mg/dl. Patient could not specify what the high reading was. Patient had symptoms of tiredness. No further information has been reported.